Manufacturer narrative:
As a result of the damaged tissues, the customer could not evaluate them all and two pt's required rebiopsy. The unit was evaluated by a leica service support product specialist. The analysis of the run logs indicated no failure of the device. Furthermore, according to the application specialist an applicative failure is excluded for the cause. The reason of the excessively dry tissues is unk at this time.

Event description:
Customer reported that after processing both large and small tissue specimens together, some tissue samples were very dry and difficult to cut. Two pt's require re-biopsy because the specimens could not be diagnosed.